Event description:
The patient was at (B)(6) hospital for an endoscopic retrograde cholangiopancreatography (ercp). After the ercp was complete, the patient was coughing in recovery and coughed out a small plastic cap that was determined to be the scope cover for the ercp scope.